Event description:
It was reported that foreign black spots were found in 2 bd vacutainer® sodium fluoride n2e plus blood collection tubes before use. The following information was provided by the initial reporter, translated from japanese to english: "black spot in tube x2".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-31. H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 90580 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign black spots were found in 2 bd vacutainer® sodium fluoride n2e plus blood collection tubes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "black spot in tube x2".